Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms and high out of range pacing impedance measurement greater than 2,000 ohms. A revision procedure was performed, the right ventricular lead was removed and the replacement lead was reconnected to this device. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.